Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. After having the system implanted, the patient was diagnosed with an unrelated medical condition which would require MRI testing. The nalu system was explanted on (B)(6) 2024 to allow the patient to move forward with other medical testing.

Manufacturer narrative:
There are no allegations of any system or component failure. The nalu system was explanted due to MRI conditionality related to the patient's newer medical diagnosis.